Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet and subsequently returned the device; the event did not involve alerts or alarms, and the user treated the low glucose with oral carbohydrate. Symptoms included hypoglycemia. Outcomes included use of oral glucose without need for medical intervention or hospitalization. Investigation included a review of the complaint details and coordination with field and clinical teams. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with unclear causality and that the device was returned by the patient. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.